Event description:
It was reported that the patient was having a shocking or jolting sensation at the device pocket during recharging. The patient had a revision surgery to flip the device back in (B)(6) 2011 and since then this had been occurring about every 2-3 recharge sessions. If it did occur, the patient would stop charging and come back the next day and try again, and usually it did not occur then. The shocking sensation started after about 3-5 minutes into the charging session. Current impedance measurements were normal. The highest value was 0/2 at 4764 ohms and case values were 2305-2800 ohms. The other side impedances were in the 28-4300 ohm range, and the physician did not indicate any problems or concerns with impedances in the past or now. Subsequent information received reported that the patient's recharger antenna was replaced. It was noted that as of (B)(6) 2012, the patient had not had the shocking sensation since last week. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 37651 lot#, product type recharger product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot#, serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# v713841, implanted: 2011 (B)(6), product type lead product ID, 3387s-40 lot# v713841, implanted: 2011 (B)(6), product type lead. (B)(4).